Manufacturer narrative:
The test battery cap fits and removes properly in the battery compartment noted. The insulin pump was received with broken reservoir tube, stained keypad overlay, scratched lcd window, cracked battery tube threads and broken belt clip slot.

Event description:
Customer reported on (B)(6), 2014, the battery cap on the insulin pump was not closing properly. Customer's blood glucose was 125 mg/dl. Customer stated the damage occurred during normal use of changing batteries. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.